Manufacturer narrative:
The product was returned for analysis and the reported damage was observed. Additional observations were as follows: iol returned in two (2) segments inside a plastic container. A significant amount of solution is dried on both surfaces of the segments. One haptic is broken/torn and not returned. The optic is split/cut dividing the iol in two (2) segments. Both segments are scratched/marked rejectable. We are unable to determine the root cause for the reported complaint - fault with scratched lens. The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on both surfaces of the segments. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) procedure, a lens presented with scratches. The lens was cut out during the initial procedure and replaced with a reserve and a new injector tip. Additional information has been requested.